Event description:
The customer alleged that when emergency trendelenburg was activated the bed would not go into trendelenburg.

Manufacturer narrative:
The emergency trend valve was replaced and the bed functioned to specifications.